Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a hepatectomy procedure,the white pad on the harmonic device fell off during surgery. Pad was retrieved. Unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient.